Event description:
It was reported that during percutaneous coronary intervention a balloon rupture occured. The lesion was located in a calcified and moderately tortuous proximal left anterior descending artery. The 2.50x15mm apex balloon catheter was used. Upon inflation at 10 atmospheres, the balloon ruptured. The number of inflations and to what atmospheres is unknown. The procedure was completed with a different device. There were no reported patient complications and the patient status was listed as good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).